Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port and at the bottom of the bag. This was identified an unspecified process step prior to use. There was no patient involvement. No additional information is available.